Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with a significant discrepancy of over 30 units between the expected fill estimate and the current display. There was no adverse impact to the customer's blood glucose level. Customer completed necessary steps to remove air from the cartridge, used room temperature insulin, and did not overfill or reuse the cartridge. Technical support assisted in reloading the same cartridge, and the customer will monitor the situation and follow up if needed.